Manufacturer narrative:
Results evals: the samples have been sent to the resuscitator supplier. Upon receipt of their investigation, a follow-up report will be submitted. The reporter gave two possible lots and there have been no other reports on either of those two lots. The user facility also reported that this could be an issue due to their storage conditions and not due to a product fault.